Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter name & occupation - (B)(6), ICU rn. Occupation - supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a frequent ¿unable to update timing¿ alarm. The patient¿s heartrate was approximately 60/min. A texted image revealed a slightly damp arterial waveform with lots of motion artifact. The getinge representative had the customer reposition the pressure tubing and transducer so the artifact was removed, and had them flush on standby. The waveform was intact and the alarm did not reoccur. During the discussion, it was revealed that the fiberoptic system was not being used for the past few days but it is unknown why. There was no patient harm or adverse event reported.